Event description:
It was reported that the burr tip got fractured.The target lesion was located in the left anterior descending branch. A 1.25mm ROTAPRO was selected for use. During the procedure, the burr catheter tip was fractured. The procedure was completed with another of same device. There were no complications reported, and patient is stable post procedure.

Manufacturer narrative:
E1 Initial Reporter Facility Name: (b)(6) E1 Initial Reporter Address 1: (b)(6) Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.